Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. It was reported the patient presented to the emergency room; however, it was not reported if the patient was admitted to the hospital for the event. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.